Manufacturer narrative:
No device is available for investigation, complaint is unverifiable. The device history records of ref ip1p, lot 206960 were reviewed and did not reveal any anomaly that could explain the reported event. Each probe is tested at time of manufacturing. According to imaging, brain tissue was compromised with traumatic petechial hemorrhages prior to probe placement. The probe passed through traumatized, bleeding tissue and may have exacerbated, but did not cause the hematoma. Since the location of the hematoma was in the pathway of the licox probe, some impact of the device cannot be ruled out. Any manipulation of friable tissue can cause further tissue damage, or in this case, add to bleeding. The probe did not function as expected because it was placed in non-viable tissue. The root cause of the hemorrhage around the probe may be procedure-related (probably), or device related (possibly).

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer provided a cioms report with the following information: a (B)(6) male patient (part of study protocol: (B)(6)) with traumatic brain injury was monitored with a ip1p licox brain oxygen monitoring probe. A scanner, after probe placement on (B)(6) 2018, has shown bleeding (intracerebral hematoma) on the way of the probe. The investigator of the study considered that the issue reported could be linked to the implantation of the licox probe or initial trauma (many petechia during initial scanner that could have bled). Complementary information received on 24aug2018: values read by the licox monitor was not usable (6 and then 0). There was no issue during the implantation of the probe (rigid dura matter crossed one time). The event has not yet resolved at this time. Additional information received on 28aug2018: the neuro reanimation of the patient was not based on the value of ptio2 because they have evaluated that the probe was not efficient. After insertion, the value was at 6 (without oxygen change) and after 12 hours, it was stabilized at 1 even modification of ppc, pao2 and etco2. They have decided to retrieve the probe at day 4 after check of hemorrhagic lesion with the scanner. At day 8, the patient was still intubated, answers to easy order for left part and hemiparesis right.